Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of transducer head is cracked, causing poor image quality was unconfirmed. The image quality meets manufacturer specifications. Reported issue root cause: there is no root cause due to the reported issue is unconfirmed. H3 other text : evaluation summary findings in h:11

Event description:
Transducer head is cracked, causing poor image quality. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
Transducer head is cracked, causing poor image quality. No other information was provided.